Manufacturer narrative:
The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted if additional information is received. There was no image or video clip submitted for review. A review of the instrument logs for the curved-tip stapler sureform 45 (part# 480545-04 / serial # (B)(4)) was performed. The instrument was last used on 20-sep-2022 on system sn: (B)(4) with 6 uses remaining. A review of the site's system logs for the reported procedure date was conducted by regulatory post market surveillance (rpms) analyst. Investigation revealed the following possible related system errors 22020 ¿ installed sureform 45 curved-tip failed to engage on arm 3 (roll axis hardstop check failed). This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the curved-tip stapler sureform 45 instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the curved-tip stapler sureform 45 instrument moved "wherever it wanted to go." The instrument was replaced, and issue did not persist. Multiple instances of error 22020 were confirmed in logs. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.